Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4). Correction - please note that the first report submitted under 3004753838-2018-17548, event problem and evaluation codes: device code(s) (B)(4) - transmitter was entered in error. This follow-up report is to note that should have reflected code (B)(4) - receiver not (B)(4) - transmitter.